Event description:
Pt obtained a blood glucose result of 47 mg/dl, while using the suspect device. Based on this result, pt reportedly ate candy. Reporter indicated that pt retested blood glucose 20 minutes later, using the suspect device, and obtained a result of 342 mg/dl. Pt reportedly waited 3 minutes, retested blood glucose, and obtained results of 58 mg/dl and 59 mg/dl (back-to-back). No additional action was taken based on these results. No pt injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.